Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and loose drive support disk from the insulin pump. The customer's blood glucose reading was 580 mg/dl. The customer treated with syringe. The customer stated that insulin leaked through the reservoir into the reservoir chamber. The customer stated that there is fluid in the reservoir compartment. The customer stated that the leak is from the reservoir o-rings. The customer was advised to do a self-test. The customer stated that the self-test passed.